Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked at the connection of its distal luer lock with a non-baxter epidural catheter. This occurred during patient infusion of an unknown drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacture date: july 28, 2013 ¿ july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not show any defects. A functional leak test was performed with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.